Event description:
A power source alert was reported by the caller, along with a shutdown alarm. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the pump began charging when the caller used a tandem charging cable and wall adapter, following the advice to leave it plugged in for at least 30 minutes. The caller was informed about resetting insulin on board and restarting cgm sessions after shutdown, advised to monitor the situation, and to contact support again if the issue persisted.